Event description:
The user facility reported that they received a positive biological indicator (bi) result for a load run in a v-pro sterilizer. The instruments present in the cycle had been used in patient procedures and the user facility monitored the patients per their hospital protocol; no injuries have been reported.

Manufacturer narrative:
The user facility reported that the processing cycle for the instruments used in the patient procedures was completed successfully with no abnormalities. The cycle printout confirmed that the cycle was completed successfully and all critical parameters were met. A steris service technician inspected the v-pro sterilizer and confirmed that the unit was operating according to specifications. In addition, the facility monitors all v-pro cycles with chemical indicators (ci); the ci used in the cycle was reported to have passed. The passing ci demonstrates that the load has been processed/exposed to vaporized hydrogen peroxide. The user facility attributed the cause of the reported event to the cap dropping on the capsule in which the scbi is contained. If this occurs, the amount of vaporized hydrogen peroxide reaching the scbi during a cycle is restricted and can result in a positive bi. Retain testing completed on the lot subject of the reported event evidenced passing results; no issues were noted with the caps on the capsule and the biological indicators passed (negative result). The device history record also evidences the lot was manufactured to specification. Steris offered in-service training on the proper preparation, placement, activation and incubation of the biological indicators however the user facility declined.

Manufacturer narrative:
Steris implemented a production process of washing the scbi vials prior to inoculation, which has proven to be effective in ensuring the proper performance of the verify v24 scbi as evidenced by customer complaints.